Event description:
It was reported that the device was showing no cassette alarm on the same pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. (UDI) is unknown. No information is provided to date.

Manufacturer narrative:
Additional information received on (B)(6)2022: the length of infusion (total programmed volume) was 50 ml; the volume delivered/remaining when alarm occurred is unknown; the set flow rate was 1,5ml/hr; the position of pump when alarm occurred (e.g. In a bag, laying on a bed, strapped to a patient's body, etc.) Was in a bag strapped to patien's waist. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the lock worn. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. No problems were found with the pump displaying no disposable or no cassette attached messages. Both cassettes supplied were properly attached to the pump and worked without any no disposable message. The pump was found to be operating properly and passed all tests. No fault was found. No action was taken. The root cause of the reported problem was undetermined/unknown. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)., corrected data: correction: h4: mfg. Date. 14-jan-2014